Manufacturer narrative:
(B)(6). (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Product complaint # (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic left ventricular tachycardia (ilvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a medical device entrapment occurred requiring medication and surgical intervention. After mapping was conducted by the thermocool® smart touch® sf bi-directional navigation catheter, ablation was conducted about 25 times near papillary muscles. When it induced from the right ventricle (rv) catheter, they tried additional ablation because premature ventricular contractions (pvc) occurred, but they couldn¿t get in contact at the point they wanted to perform ablation. Therefore, they tried to make an approach by increasing the deflection and making the thermocool® smart touch® sf bi-directional navigation catheter go around in the left ventricle (lv). The contact force showed high, so they tried to withdraw the catheter, however, it got caught inside the patient¿s body. The patient¿s blood pressure dropped to about 40. Noradrenaline was administered. The soundstar eco 8fg ultrasound catheter was used to confirm where the thermocool® smart touch® sf bi-directional navigation catheter was entangled. There was no issue reported with the soundstar eco 8fg ultrasound catheter. The thermocool® smart touch® sf bi-directional navigation catheter was possibly entangled in the chorda tendineae. The patient¿s blood pressure restored to about 120 when the physician pushed the catheter. They approached the left ventricle (lv) from the aorta. In addition to the ablation catheter, it was also determined that a 6 fr 10 pole catheter from another company was used; however, the catheter could not be removed. The patient was moved to the operating room to have the catheter removed. There was no information regarding extended hospitalization. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The issue of medical device entrapment with excessive manipulation was assessed as a reportable event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The issue of high force was assessed as a not reportable event as this is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.